Event description:
Meniscus is torn [meniscus tear]. Horrible pain radiating from her knees to her sciatic nerve and back [knee pain]. ([Radiating pain]). Swelling in the right knee more prominent [knee swelling]. Case narrative: initial information received from united states on 23-oct-2018 regarding an unsolicited valid serious case received from a consumer/non-hcp. This case involves adult female patient who experienced meniscus is torn, horrible pain radiating from her knees to her sciatic nerve and swelling in the right knee pain is more prominent while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). (Latency: unknown). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started taking synvisc one dosage unknown via intra-articular route (lot-8rsl026, 31-mar-2021) for product used for unknown indication. On the unknown date, three days after the injection, she experienced horrible pain radiating from her knees to her sciatic nerve and back. The swelling in the right knee pain was more prominent and very painful. It was also reported that that patient visited the emergency room and x-ray, CT-scan and MRI were performed but the cause of the complaint could not be determined. It was observed that patient's meniscus was torn. Pain medication was given to pain. Final diagnosis was meniscus is torn, horrible pain radiating from her knees to her sciatic nerve and swelling in the right knee pain is more prominent. Corrective treatment: not reported. Outcome: unknown. Seriousness criteria: medically significant for the meniscus is torn, horrible pain radiating from her knees to her sciatic nerve and swelling in the right knee pain is more prominent. A product technical complaint was initiated on 31-oct-2018 for synvisc-one. Batch number: unknown. Global ptc number: (B)(4). The production and quality control documentation for lot # 8rsl026 expiration date (2021-03-31) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsl026, no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. As of 31-oct-2018 there are 4 complaints on file for lot# 8rsl026 and all related sublots. 4 complaints are on file for lot# 8rsl026: (2) adverse event reports, (1) luer lok defect and (1) leakage. Sanofi will continue to monitor complaints to determine if a CAPA was required. Additional information received on 31-oct-2018. Investigation summary received and ptc results added. Clinical course updated. Text amended accordingly.